Event description:
It was reported that this device exhibited undersensing due to low amplitudes on the right atrial (ra) lead. As a result, inappropriate pacing was delivered, which impacted mode switching. Additionally, this device exhibited loss of capture (loc) and an impedance anomaly on the right ventricular (rv) lead. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.